Manufacturer narrative:
Clarification to section d.4: lot number is fs0148. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported for fourte expander fill system "leaking at both junctions", ¿leaking at the tubing attachment and where the green hub attaches.¿